Event description:
Mnaufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas modules, expiratory channel printed circuit board (pcb), dc/dc & standard connector pcb and expiratory cassette was replaced and returned for investigation. Simulated use testing of the expiratory channel pcb and dc/dc & standard connector pcb reproduced the described customer issue. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. The received o2 and air gas modules and expiratory cassette has been faultless. Evaluation of the received device logs could confirm the reported event. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref. #: (B)(4).